Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed of the original batch number found the batch expired 05/31/2015 and the procedure date was (B)(6) 2016. The most probable root cause has been determined to be use/user error as the dfu states: "place a rotablator system guidewire using standard angioplasty procedures. The rotablator system guidewires were designed exclusively for use with the rotablator system; other guidewires should never be used. The rotablator advancer, rotalink catheter and rotablator rotalink plus should be used prior to the expiration date indicated on the shelf box and tray lid." (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10171. It was reported that burr came off the catheter. The target lesion was located in the right coronary artery. Two 1.25mm rotalink" plus were selected for use. During the procedure, the first burr snapped off the advancer cable that is attached to the advancer plus. After replacing the device, the second burr came off the catheter inside the patient's body. An attempt to remove the detached burr was performed but the burr was located in a sub intimal space in the artery and it cannot be retrieved. An unspecified stent was used to place the burr against the artery wall. The procedure was completed successfully. No further patient complications were reported and the patient's status was ok.